Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that there was an ¿odd thing going on with the stimulator.¿ no further clarification was possible. There were no patient complications reported as a result of this event.